Event description:
A health care professional reported that cutter neither cutting nor aspirating at an unknown timing. The surgery details and patient impact were not reported. Additional information received that procedure has completed on same day with another pack. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).